Manufacturer narrative:
(B)(4). Concomitant medical products: item# unknown, unknown liner, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event; please see associated reports: 0001825034-2019-02508.

Event description:
It was reported that the patient was to undergo revision surgery due stem loosening and polywear.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Review of the available records identified the following: there was an oblique periprosthetic fracture of proximal right femur with moderate angulation and displacement. The bones were osteopenic. Mild poly liner wear was noted. As no information was provided from the field, it could not be confirmed if the liner wear as a reason for revision. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.